Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately four years and seven months post hvad implantation, the patient was admitted to the hospital after a two month history of recurrent fever and malaise unresolved by outpatient antibiotic treatment. Admitting CT chest and chest x-ray results were negative for acute process but blood culture results returned positive for streptococcus mitis. The patient was switched from broad spectrum antibiotics to intravenous cefuroxime and gentamicin. Follow up blood culture results taken three days later were negative. A transesophageal echocardiogram (tee) and dental consult were ordered to identify the source of the infection. A dental source was ruled out and tee results were negative for vegetation suggesting the vad to be the source of the infection. A CT of the chest, abdomen and pelvis also revealed no significant fluid accumulation or evidence of abscess around the vad. The patient was discharged home after insertion of a peripherally inserted central catheter (PICC) line on a six week course ceftriaxone and two week course of gentamycin. He remained on oral moxifloxacin for maintenance. This event is believed to be related to the heartware device by the treating physician. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient presented to the hospital for a recurrent fever and malaise. The patient was admitted and treated for an infection; blood cultures later confirmed streptococcus mitis endocarditis. A PICC line was placed for long term antibiotic treatment and the patient was sent home the device remains implanted. Infection is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.